Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. The insulin pump has cracked display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that she took the battery out of the insulin pump because it kept alarming. Customer reported that she noticed that one of the scroll buttons was stuck. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.